Event description:
It was reported that loss of aspiration occurred. The patient was presented with venous thrombosis. The target lesion was located in the left lower extremity veins. An angiojet solent omni catheter was used for thrombectomy procedure. However, during the procedure, it was found that there was a large amount of blood flowing from luer which resulted insufficient suction during thrombectomy mode when ran for 30 seconds. The procedure was continued with another of same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that loss of aspiration occurred. The patient was presented with venous thrombosis. The target lesion was located in the left lower extremity veins. An angiojet solent omni catheter was used for thrombectomy procedure. However, during the procedure, it was found that there was a large amount of blood flowing from luer which resulted insufficient suction during thrombectomy mode when ran for 30 seconds. The procedure was continued with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the solent omni thrombectomy. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual and microscopic examination revealed no damages. Functional testing was performed by placing the device in the angiojet ultra console. Functional testing consisted of running the complaint device through the full priming cycle and 90 seconds in thrombectomy. The device ran within normal range without any leaks from the device or any errors/alarms from the console.